Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had an alarm message for a supply bag issue during dwell 2 then discovered that fluid was leaking from the cassette door. Treatment was discontinued. Additional information received from the patient's pd nurse confirmed that no medical intervention was required an no adverse event had occurred. Follow-up with the patient confirmed that the complaint sample had been discarded and is no longer available for investigation.